Event description:
It was reported that the patient presented in hospital for a generator change out procedure. Upon interrogation prior to the procedure, it was noted that the ventricular lead dislodged. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).